Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant results on multiple assays were obtained on three patient samples on a dimension vista 1500 instrument. Quality controls (qc) were recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the aliquot probe due to gel contamination and replaced the reagent 3 (r3) mixer. Then, the cse auto-aligned the aliquot probe, r3, and reagent shuttle 2. Next, the cse ran r3 bottom of cuvette correction under mix diagnostics and a quick check, which recovered acceptably. Siemens further investigated the issue by reviewing the instrument files and determined that there was no indication of issues with reagent blanking, delivery, mix or foaming. The instrument files demonstrated fluid flow issues and improper dilution, which were resolved by the cse service activities above. Quality control was in range and no issues were noted with other patient samples, indicating that the instrument and reagents were performing acceptably. Sample integrity issues potentially contributed to the discordant results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that discordant results were obtained on three patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned the results. 2 days later, the samples were repeated on an alternate dimension vista instrument and the customer indicated that the initial results did not match the results obtained on the alternate dimension vista instrument, and results had to be corrected. The customer only provided results for one patient sample, where the sample was repeated on the same instrument and an alternate instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant results.